Manufacturer narrative:
According to the customer contact on 1/23/23, while inserting the line in the left axillary a "malfunction occurred" with the catheter, guidewire and introducer. This caused the patient to have to be stuck again to obtain an access site. According to the customer contact, no additional treatment or injury occurred related to the reported event. A sample was returned for evaluation, however a root cause could not be determined with the received sample. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Guidewire got stuck requiring additional attempt.